Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead had dislodged. The patient was seen for a revision procedure where the lead was attempted to be repositioned but the helix would not retract. The lead was explanted and replaced. The lead was indicated to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The helix was extended; tissue was noted in the helix and dried blood was noted in the helix housing and neck region. The helix/tip was normal; no sign of damage or defect. The lead passed electrical testing.

Event description:
Subsequently, the lead has been returned for analysis.